Event description:
It was reported that after pm of bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no patient impact. The following information was provided by the initial reporter: it looks like the a drawer was down for 20 minutes or so until it was able to resume vial data collection while the fse was doing the pm which is normally ok. In this instance the lab ambient temperature is a bit on the lower side 20-21 celsius of the spectrum which is what seems to have caused/contributed to the fp testing results.

Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441386, s/n (B)(6)). Customer indicated about the false positives. The field service engineer (fse) was dispatched and determined that the false positives are caused due to ambient temperatures from opening the drawer for too long. The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of the bd product. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation; other service activities have occurred, such as preventative maintenance, which have changed the configuration of the instrument since release from manufacturing. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was customer workflow induce.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after pm of bd bactec¿ fx, instrument top, packaged false positive results were obtained. There was no patient impact. The following information was provided by the initial reporter: it looks like the a drawer was down for 20 minutes or so until it was able to resume vial data collection while the fse was doing the pm which is normally ok. In this instance the lab ambient temperature is a bit on the lower side 20-21 celsius of the spectrum which is what seems to have caused/contributed to the fp testing results.